Event description:
Patient reported their meter/hcp meter comparison results (obtained using different finger sticks) were 295 mg/dl (ss) versus 187 mg/dl (hcp), respectively (58% difference). No symptoms were reported. Control test reading was in range. Lfs rep reviewed qc/testing procedures with patient. There was no allegation of harm.